Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 400 mg/dl blood glucose (bg). The user did a supply change earlier in the day and measured at 114 mg/dl bg rose to the 200's since dinner. Elevated bg persisted, and an insulin occlusion alert was found on the device. The user was walked through a supply change, but the user did not want to change cartridge since it was new. Later bg was still elevated, and the occlusion was confirmed as a big bubble was found in the cartridge. After a full supply change, insulin deliver was resumed. The user experienced shakiness nervousness, and nausea during the episode but did not require any further outside intervention.